Manufacturer narrative:
No blank display during testing. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 19:50:00.000, 07/23/2025 19:50:26.000. Pump passed self test and active current measurement. However, the pump received with a high sleep current measurement. Battery cycle 15.0 received the lowbatteryalert (104) on 07/23/2025 19:50:00 faster than expected at 6.68 days. Battery cycle 10.0 received the lowbatteryalert (104) on 07/16/2025 18:41:00 after more than 7 days at 13.75 days. Battery cycle 9.0 received the lowbatteryalert (104) on 07/02/2025 22:10:00 after more than 7 days at 19.41 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, stained keypad overlay. Blank display not confirmed. Customer alleged for unexpected low battery alert, charge/battery lasts less than expected alarms confirmed in the pump history and pump received with a high sleep current measurement, problem isolated to the electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the display of the insulin pump was blank, the battery life was shorter than expected. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer reported that battery cap contacts and battery compartment and/or springs were not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.